Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the powered tacker was removed after a yellow light appeared and no tack deployed. Following the removal, multiple attempts were made to fire the device. On the third attempt, multiple tacks were expelled from the device onto the floor. At that point, the decision was made to discontinue use and open a new tacker. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the battery door was removed and battery strap was provided without any batteries. No tacks were visible in the shaft. During functional testing, the handle body was disassembled to reveal the internal components. An external power supply was connected to the battery terminals 9.0 v from a power supply and the red light did turn on. Data extracted from the device confirmed 1 tack was initiated, 0 tacks completed with tacks remaining. Further evaluation was done and when power was applied to the pcba (printed circuit board assembly), the assembly was displayed a red led (light-emitting diode). It was reported that there was double index and tacker did not fire. The reported issues were confirmed. The most likely cause was determined to be software issue. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.